Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. No compatibility issues were noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported on 3002806535-2017-00179.

Event description:
It was reported that during a knee arthroplasty the set screw would not thread into the femur / stem taper assembly as intended. Another femur was opened to try another screw, however, the result was the same. The procedure was completed without utilizing a set screw.